Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station screen not responding. A technical support specialist confirmed that the customer rebooted the station and cleared some space from c drive, which resolves the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es unexpectedly stopped responding, displaying a blue screen. The customer reported that while a patient was on the table, the nurse closed the drawer, after which the screen became unresponsive. They attempted to reboot the system, but it was now frozen on the login screen and does not respond to either the keyboard or the screen. The customer confirmed that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.